Event description:
It was reported that at a routine follow-up, pulse generator interrogation for measured data produced a -data not read- message. A second programmer gave the same results. The patient was pacing at the programmed base rate of 70 beats per minute, indicating that elective replacement indicator had not yet been reached. In 2009, battery data was 2.59 v, 7 ua, and 27.8 kohms with about one month remaining longevity. The pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.